Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned completely disassembled and severely damaged. In the as-returned state, the guidewire used in the intervention was stuck inside the device shaft. The outer shaft has been retracted by about 38 mm and is mildly kinked about 193 mm proximal to its distal end. The stent has been partially released and has fractured. The distal stent portion is missing. The entire proximal portion of the delivery system and several parts of the handle assembly are missing. The length of the returned delivery system portion is 1322 mm. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Additional in-depth investigations such as infrared analysis of the outer shaft inner surface and scanning electron microscopy analysis of the stent surface revealed no abnormality or deviation. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was identified. The state of the device did not allow any investigation with regards to the root cause for the reported event. Therefore, the final root cause could not be determined.

Event description:
The pulsar-18 stent system was chosen for the treatment of a severely calcified lesion in the sfa. The stent was delivered to the lesion and the safety tab was removed, but it was not possible to release the stent. Thus, the stent was withdrawn, and another one was used to finish the procedure.